Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: the alleged false positive occurred on alere hcg cassette with lot # hcg0032117 when testing a (B)(6) year-old girl sample. The test was repeated twice, and the issue persisted. The t-lines were not faint, rather they were clearly shown. Review of the information provided did not identify any evidence of misuse. No deviations were noted regarding product and specimen storage, handling, or testing technique. The batch record of hcg0032117 was reviewed, the quality control release data met release specification; no deviation was observed in the finished product, semi-finished strip as well the strip components manufacturing process; the working concentration used in the key components met manufacturing criteria.the retain product investigation was performed on lot hcg0032117. All retained devices showed expected negative results. False positive results were not observed. Customer reported issue was not replicated with the retain samples. Review of the information provided did not identify any evidence of misuse. It is unable to determine the root cause from the insufficient information provided. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended.

Event description:
It was reported a false positive test result occurred on (B)(6) 2020 with alere hcg cassette lot # hcg0032117. The test was repeated twice and the issue persisted. No negative clinical impact on the patient. Although requested, no further information was provided.